Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that a strange bubble pattern was on the flap of both eyes. The surgeon noted that even though the flap measured to be 100 microns on the pachymeter it felt like it was 50 microns. The patient was seen for their one week post-op appointment and the flaps are sitting well and the vision is good. It was noted that after review of the surgical documents, an opaque bubble layer was noted. There was no patient movement during treatment. The planned flap thickness was 120 microns. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
At the visit on site the field service engineer checked the laser. Flap thickness was found to be within specifications. He adjusted the flap thickness to high end of specifications. He successfully verified the system according to specifications. Log file review shows that all started treatments were completed to 100% without interruption and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).